Event description:
It was reported that the patient was symptomatic. The patient's symptoms suddenly came back. An x-ray was taken to rule out possible fracture. Review of the x-ray noted a fracture on the right side - the right lead, and a potential fracture on the left lead. Impedance showed open circuits on both leads. Bilateral lead replacement was being considered. Additional information was received. The impedance measurements for both leads were greater than 2,000 ohms. Upon x-ray review, the surgeon found that both leads needed to be replaced. The right lead was fractured and the left lead was kinked/possibly fractured. Both of the leads and extensions were replaced on (B) (6) 2010. Reference MFR report # 3004209178201004393.

Manufacturer narrative:
(B) (4).